Event description:
It has been reported to philips that the smart mask display is about one centimeter off. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that smart mask display that was about 1 cm off. No further information regarding the issue has been provided. No service has been performed by philips as quotation has not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.